Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient stated he was groggy, disoriented and passed out, and when the paramedics arrived, the cgm was reading 72 mg/dl and the blood glucose reading was 31 mg/dl. The spouse called the ambulance and when the paramedics arrived, they were given "3 bags of sugar". After that, the patient maintained his blood sugar level and started eating on his own. The patient stated that when the paramedics left, the cgm was approximately 110-115 mg/dl and the bg meter 85-90mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.